Manufacturer narrative:
A field service engineer (fse) went on-site and performed service on the instrument. Fse determined that one valve appeared to be leaking. Fse replaced 2 valves and primed the instrument 10 times to observe for leaking. Per fse, the hydro remained dry with no evidence of leaking.

Event description:
A customer contacted beckman coulter inc. (Bci) stating fluid was leaking from the synchron lx20 analyzer. The customer thought it might be wash buffer concentrate. No injury was reported and no erroneous results were generated.